Manufacturer narrative:
(B)(4). Method: the complaint 900pt290e humidification chamber was not returned to fisher & paykel healthcare in (B)(4) for investigation. Our investigation is thus based on the information and photographs provided by the customer. Results: visual inspection of the provided photograph revealed no visible damage to the chamber. Conclusion: we are unable to confirm the reported event. Every 900pt290e chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber.

Event description:
A distributor reported on behalf of a healthcare facility in (B)(6), via a fisher & paykel healthcare (f&p) field representative that the 900pt290e humidification chamber was leaking from the base. There was no reported patient consequences.